Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the face of the ilet device became detached from the device body during the night while the user was sleeping, though the device remained functional and blood glucose remained in range. Investigation included a review of the device problem and return logistics for evaluation. Investigation of this case revealed a screen or front-assembly delamination with the device otherwise operational. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical intervention or hospitalization. No reported adverse clinical effects reported. Outcomes included no impact on blood glucose control and no need for medical intervention or hospitalization. It was concluded that a replacement device was provided and the affected device was requested for analysis to determine the cause of the delamination.